Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It has been reported that readings were over 20% off. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4).